Event description:
It was initially reported by the patient's mother that the patient developed a (B)(6) infection a few days after she had battery changed. Patient was admitted to the hospital following the infection and her entire device was removed. Patient is being referred to a infectious disease physician for follow up.